Event description:
It was reported that the patient with this pacemaker experienced syncope. The patient was wearing a holter monitor and the health care professional (hcp) noted 7 seconds of asystole on the holter monitor. The patient is pacemaker dependent and historically has had more than 10 episodes of syncope or near syncope. The device data was reviewed and there was no noise or oversensing seen. There were two spikes in pacing impedance on the right ventricular (rv) lead where the impedance jumped from around 600 ohms to the mid 900s. Additionally, there were some high ventricular rate counts showing a heart rate of greater than 200 beats per minute. Surgical intervention was performed to replace the rv lead due to pacing not being delivered when required, high thresholds, and an increase in pacing impedance. The pacemaker remains in service. No additional adverse patient effects were reported.